Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155240.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No intervention was performed. There were no patient consequences.